Event description:
Patient reported that an insulin cartridge leaked inside the device. Patient stated that she cleaned out the insulin and continued to use the device. Since that time, her blood glucose has been elevated (> 500 mg.dl). She self-tested by bolusing.